Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported experiencing high blood glucose while wearing the pod on her back for between 4 and 24 hours. She also stated that cannula was hurting at the insertion site. She did not have the needles to give herself an injection. The patient went to the hospital and was admitted for about a week. Her blood glucose had reached 600mg/dl. She stated that the adhesive was secure at first but had started crumpling and raised at the insertion area. The doctor pulled the pod off and stated it did not look like the cannula was in her skin. The hospital threw the pod away. The patient was diagnosed with hyperglycemia. Treatment included an IV insulin drip, fluids, and insulin injections. Setting adjustments had been made prior to this event, in december by her endocrinologist, when she received her initial training at the time of switching to using the pod from another pump. No further changes to her insulin doses were made as a result of this occurrence.